Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, this new pacemaker was connected to the patient¿s existing leads and no pacing was delivered. The patient was pacemaker dependent and it took 20 seconds for the physician to realize what was happening thus causing the patient to experience syncope. The pacemaker was removed and replaced prior to pocket closure and was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information provided from the field indicated the device was disposed of at the hospital and will not be returned from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.